Event description:
The defective product did not eject the metal clip into the site of breast biopsy. Due to this, the patient's future breast care will not include a metal clip identifier. Proving site of concerned was biopsied. The healthcare provider performing the exam has experience performing the procedure and has never had issue occur before. We currently still have 4-5 devices from the same lot. The root cause could be the healthcare provider may have had difficulty utilizing function of the metal clip ejection. Contact information is above I truly believe this item had a single malfunction and no action is necessary, but advisement is encouraged.

Event description:
Additional information received on 3/3/2025 for mw5163596. This complaint was sustained as category ii. Psr findings have shown that ¿this was a one-time occurrence as the other devices have not had any issues prior to that day¿s procedure¿. This is a one-time use sterile device. The device was disposed of according to the hospital procedural guidance. The psr reported no harm to the patient. The patient safety team, risk manager and local logistic department are tracking this discrepancy. The manufacturer was not notified of this defect. Ssgt (B)(6) completed an FDA maude report around 05 feb 2025, but ssgt (B)(6) reported receiving no confirmation email was issued from the FDA website.